Event description:
It was reported the thresholds in atrial and ventricular leads have increased since implant. Follow up with the physician's office disclosed a chest x-ray was taken to confirm lead positioning with no dislodgement. The clinician was able to program "around the higher outputs." The atrial and ventricular leads are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.